Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a call was received stating that the patient was having connect power and low voltage alarms while on batteries. The batteries were noted to be fully charged with all 5 bars present. Patient attempted to change batteries and clips and alarms were still active. Patient notified staff that their whole system fell in the tub a few days ago. The patient wrapped their system controller, batteries, clips in plastic bag to make sure it was waterproof, but it fell into the tub without any cover. The patient was instructed to go to the emergency department and their batteries and clips were checked. The system controller was exchanged and the alarms resolved. The patient was transferred to implanting center.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of ¿connect power¿ alarms, low voltage alarms, and the system controller falling in the tub were not confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis, and no log files were sent for review. Provided information stated that the patients shower bag broke, so they utilized a plastic bag to keep components safe from water; however, the bag was submerged, and components were exposed. Additional provided information stated that the system controller was exchanged which resolved the alarm conditions. Multiple good faith efforts were sent to retrieve additional information regarding product return, log files, event details, and current patient condition; however, no response was received. The root cause for the reported event could not be determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.